Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/19/2015 with the following findings: confirmed the complaint: battery compartment and display lens leaking during leak test. Pump powers with audio and vibrations, but display was blank due to moisture on display flex connector and inside the pump. Battery compartment crack found above and below grip pad to the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).